Event description:
The pt reported experiencing elevated blood glucose of 19-28 mmol/l (342-504 mg/dl). Her normal blood glucose range is 3-12 mmol/l (54-216 mg/dl). She stated, she was under some stress at the time and e4 (occlusion) error was displayed on the infusion device 2 times. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.